Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If add'l relevant info is received or device eval completed, a supplemental medwatch will be filed. (B)(4).

Event description:
Approx 24 hours following an uneventful novasure endometrial ablation, performed on (B)(6) 2011, the pt reported a "smelly discharge." The physician prescribed medication (drug unk). "On or around (B)(6) 2011 or (B)(6) 2011, the pt continued to complain of a discharge as well as pain." It was reported that the physician asked the pt to go to the hospital where, as of (B)(6) 2011, she is "under observation." During our follow up on (B)(6) 2011, it was reported that "the pt is presently ok." We have been unable to obtain add'l info surrounding this event.